Event description:
Information was received from a healthcare provider (hcp) via manufacturer representative regarding spinal product used in t2-l3 pos terior fixation correction spinal therapy for symptomatic scoliosis. It was reported that a load was applied to the screw of the product when the scoliosis was corrected, and the screw was removed, so the correction was loosened temporarily and the screw was replaced with mas, which is 1 size larger. No further complications or symptoms were reported. Additional information was received via manufacturer representative that there is no malfunction of the screw itself is reported but it is due to user error or patient condition.

Manufacturer narrative:
A: patient information cannot be included in regulatory report due to regional privacy regulations. G2: the country of the event is japan. G4. Please note that this device (55711015525) is not marketed in the united states; however, it is similar to the united states marketed device with catalog# 55811015525, 510k# k122433 and UDI# (B)(4). H3. Device evaluation summary: product analysis #292699830:55711015525 lot# ca21j143 after visual and optical examination and functional testing, it does not appear to be any damage, nor does it indicate any functional issues with the screw. This regulatory report is being submitted due to retrospective review through CAPA 624392. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.